Event description:
It was reported that pt had fusion at l5-s1 with interbody device, infuse bone graft, and local bone graft. Pt also had posterolateral fusion l5-sacrum with infuse bone graft and local bone graft placed on top of the transverse processes in the gutters. Approx 4 months post op, a soft tissue mass was found in the lateral recess at l5-s1, reportedly causing a left-sided radiculopathy. Revision surgery was performed approx 8 months post op to remove the mass. Gram stain was negative for any cells or organisms. The mass was sent for analysis, where it was found to be "connective tissue with spicules of bone." It has not been established that the use of infuse bone graft caused or contributed to the development of the soft tissue mass; however, co's reporting this out of an abundance of caution.